Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced an event of insulin flow block where insulin exists greater than normal resistance with plunger push on (B)(6) 2024. No further information was available.